Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the patient reported that their ilet device screen broke after a dirt bike crash. The ilet continued to deliver insulin, but the screen was no longer usable. The patient reported no injuries and no interruption to insulin delivery. The device will be replaced, and the patient was instructed on how to shut down and return the damaged unit. No adverse health effects were reported.